Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that dislodgement was noted on the right ventricular lead. On (B)(6) 2018 the lead was capped and replaced. No further information was reported.